Event description:
Boston scientific received information that an alert was issued for this implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead on (B)(6) 2014 for high right ventricular (rv) shock and pace impedances. The field representative reported the patient had passed away the same day the alerts were recorded and had been ill for the past three weeks. Boston scientific technical services (ts) was then contacted to review remote home monitoring data following a post-mortem device interrogation. On the date of death, there were no episodes stored; however the patient had multiple episodes where therapy was delivered days prior to their death. The presenting electrogram showed the device was pacing at 40 ppm, when the patient had been previously zero percent paced. Based on this information, the field representative stated the out of range impedances most likely occurred post-mortem and confirmed there were no allegations from the physician. The field representative does not believe the device was explanted post-mortem.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.